Event description:
The international distributor of cryocyte freezing containers reported that a 1000 ml cryocyte bag broke on an unspecified date in 2004. The customer stated the "seam of the bag below the label pocket cracked." A rare blood type red blood product not intended for a specified patient was stored in the bag. The bags were filled with about 400 ml rbc product with a glycerine cryoprotectant. According to the distributor, this product type was used for the same application and fill volume for several years and especially with this lot customer experienced a very high failure rate. Cryopreservation and storgage was performed in overwrap and metal cassettes. No controled rate or mechanical freezer was used; the product was stored directly in liquid nitrogen. The bag breakage occurred when placed in the liquid nitrogen tank. This complaint was reported as one of "about 24" bags that broke. According to the distributor the customer did not use remaining bags of this lot following the breakages. No sample or photo of the affected bag is available but unused bags of this lot have been requested for evaluation by baxter. No patient/technician injuries reported.